Event description:
It was reported that a beta bionics ilet user was doing a supply change and got an unable to proceed alert during the fill tubing step. Pt walked through a dry run and successful supply change with the agent. During this time blood glucose was not affected and there was no report of an adverse event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.